Manufacturer narrative:
All suspected units have been recalled. The reported problem has been corrected by modifications made to the mfg process.

Event description:
During a gynecological procedure, the needle's stylet allegedly did not return to its proper position to cover the needle. The investigation is still progress.